Event description:
It was reported that the patient presented in backup mode. A device status report showed multiple bit flips, and it was noted that the device had been "hit" with cautery. A user download was unsuccessfully attempted. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.